Manufacturer narrative:
Concomitant medical products. Other applicable components are: product ID: 3889-28, lot# v001339, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has had no benefit. They were had an appointment with their healthcare provider in october to discuss options to address this. Additional information was received from a consumer (con). It was reported that the device was still in position and sending impulses as programmed. The patient needed an MRI and they just wanted to verify that it could not be done. Additional information was received from the patient. The patient called because they had turned their implant off before they traveled and they weren't able to turn it back on. The patient reported they weren't getting much of a response from the system because of lead placement. Patient said they hadn't gotten much of a response since the lead was replaced. Patient reported they had tried 'all 4 leads' before they travelled and they weren't getting anywhere with them, so they turned it off. Patient reported their symptoms were getting slowly worse and they were desperate so they wanted to turn stimulation on. Patient was using the incorrect patient programmer for their model number on the call, they were able to locate the correct patient programmer. They reported they were going to put batteries in the correct patient programmer and call back if they needed assistance. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient that the new lead never had stimuli near the optimal site and there was no effect on their spasms. There were no further complications reported or anticipated.